Event description:
It was reported that during an implant procedure, the implantable pulse generator (ipg) header would not allow the lead to be fully inserted and the set screw would not turn. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a damaged set screw.